Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2008 and that it had preformed all self tests up to the (B)(6) 2008. The device records multiple manual power cycles between the 4th january 2009 and the 13th november 2011, which recorded multiple failed self-tests due to a low battery. The device was still in fault mode on (B)(6) 2012, when an increase in voltage was observed and the device was power cycled passing a self-test. The device successfully passed the weekly auto self-tests on the final log entry of (B)(6) 2017. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.